Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burn in distal plastic probe tip was traced to component failure, and for large foreign body in fiber optic lens the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn in distal plastic probe tip and a large foreign body in fiber optic lens. There was no patient involvement.